Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the lead is pulling out of the epidural space. The patient will consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.